Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old white female patient had impella cp optical pump inserted. After implanting the 14fr x 13 cm sheath the flow as occluded to the distal extremity, the patient had lower leg limb ischemia and surgical exploration and repair of the common femoral artery was done by a cardio thoracic surgeon.